Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states tubes are not filling to the fill line.

Manufacturer narrative:
Complaint (B)(4): received 1 rack 454322/b240633b for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. No visual deviations were noted for any of the returned samples. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Some customer returned samples filled slightly lower than the tolerance range. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in normal range. Furthermore, there is no indication of deviations during the manufacturing process. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.